Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 59 mg/dl, 157mg/dl and 87 mg/dl. Customer stated they allege insulin pump was over delivering as they experienced multiple low blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.